Event description:
Customer called and stated that she has been getting erratic readings on her meter. She took a reading at home and it was 263mg/dl. She took two units of insulin and it caused her sugar to drop too low-40mg/dl. She was 32 weeks pregnant at the time. The customer had to go to the hospital. They brought her blook sugar back up with a glucose IV and then sent her home. The noxt day, her glucose shot up to 150mg/dl. She took two units of insulin, became hypoglycemic, and passed out. She was hospitalized, until her baby was born. The customer believes that her meter read higher than what it should have. Customer service offered to troublshoot. A check standard of 104mg/dl was within the 95-115mg/dl range. The meter was working electronically. Contronl test results were 110,66, and 113mg/dl. The range is 88-119mg/dl. Customer service was sending a new meter, control solution and strips.